Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during testing.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it alarmed spo2 sensor fault and the customer stated they were unable to use the ventilator until the oximeter module was replaced. The customer stated the ventilator was on a patient when the issue occurred but there was no patient harm or injury.